Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. During unpacking of a 5.0mmx40mmx76cm mustang¿ balloon catheter, the packaging was torn incorrectly resulting in product contamination. The procedure was completed with another of the same device. No patient complications were reported.